Manufacturer narrative:
Analysis summary: at analysis, it was noted that the lower case was broken, the ventricular output connector was broken, all bails and bail covers were missing. The unit was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned for preventive maintenance subsequently tested out of specification during manufactu rer¿s analysis. There was no patient involvement.